Manufacturer narrative:
Based on the current information provided, the cause of the procedural complication cannot be determined. The physician believe that the event would have occurred via another modality. The physician also attributed the event to anesthesia induction and not due to the type of procedure. A system log review cannot be performed because the system logs are not available at this time. A review of the event information was performed by an isi medical safety officer (mso) and provided the following conclusion: "a 60-year-old male underwent an ion endoluminal biopsy. Approximately 10 minutes into the procedure while radial endobronchial ultrasound was being performed the patient coded and the procedure was aborted. No biopsies were attempted. The patient first developed bradycardia with hypotension followed by pulseless electrical activity. Advanced cardiac life support was performed and return of spontaneous circulation was achieved. The patient was admitted to the intensive care unit. Cardiac catheterization revealed significant obstructive coronary artery disease including chronic 100% occlusion of the left anterior descending and circumflex coronary arteries. The right coronary artery was 90% obstructed for which a stent was placed. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 4 associated deaths (0.02%), 5 arrhythmias (0.02%) and 1 myocardial infarction (0.004%). A more recent prospective multicenter international study of 1,215 reported 1 associated death (0.08%) and no associated events of myocardial infarction or arrhythmias. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% including a rate of 0.02% of any arrhythmia and 1 death. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no cardiac events. Myocardial ischemia is a contraindication to bronchoscopy per british thoracic society guidelines. There is no allegation that a malfunction of the ion system, instrument, or accessory occurred. Given the available data the adverse event was likely due to the procedure under general anesthesia and not associated with ion system, instruments, or accessories. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023. Rand iad, blaikley j, booton r, et al. British thoracic society guideline for diagnostic flexible bronchoscopy in adults: accredited by nice. Thorax. 2013."

Event description:
It was reported that during an ion-assisted endoluminal lung biopsy procedure, the patient coded and the procedure was aborted. The event occurred approximately 10 minutes into the procedure; the radial ebus workflow had been performed to localize lesion location but no biopsies had been taken. The patient had bradycardia and hypotension and went into pulseless electrical activity. Advanced cardiac life support was performed, and the patient was revived. The patient was then transferred to the intensive care unit (ICU) and received vasopressors. The patient underwent cardiac catheterization and there was a chronic total occlusion to the left anterior descending and circumflex coronary arteries; there was also 90% stenosis to the right coronary artery (rca). Stents were placed to the rca. The patient remains hospitalized. However, the physician plans to discharge the patient in the next couple of days. The physician believed that the adverse event would have occurred via another modality; it was attributed to anesthesia induction and not due to the type of procedure. There was no device malfunction associated with the event.